Manufacturer narrative:
During testing at the service center corrosion was found on the battery contact, the middle printed circuit board and in the battery compartment. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center for an unspecified reason. No additional information was provided. No reportable malfunction was indicated. However, during verification testing at the service center corrosion was found in the battery compartment of the device due to battery leakage from the disposable batteries.